Event description:
It was reported occlusion alarms occurred. The customers blood glucose level was 496 mg/dl, which was addressed with a correction bolus via the pump. The customer changed supplies and resumed insulin therapy with no further help needed.